Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every fourth day, ongoing) and fortum injection (1gm, once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Dianeal 1.5% pd2 therapy was dose increased and dianeal 2.5% pd2 was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.